Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed the top case was chipped and cracked. The left and right plunger cases were damaged. Motor not running was found during occlusion test. Could not duplicate check clutch error because of the motor error during testing. The root cause of the reported issue was found to be customer's incorrect assembly of the device. The leadscrew was installed on the wrong side of the motor mount and came loose. Actions taken to mitigate the reported issue: installed leadscrew bushing properly into the motor mount. Updated motor mount and worm gear. Replaced clutch half's left and right with leadscrew and spring as a preventive measure for check clutch error in history.

Event description:
It was reported that motor not running and check plunger lever events occurred. No patient injury reported.